Event description:
Ligaclip fired one clip and then would not fire again.====================== manufacturer response for er320 clip applier, (brand not provided) (per site reporter).====================== rep apologized for the inconvenience.